Manufacturer narrative:
At this time no conclusions can be made. The attorney alleges that the patient had additional surgery; however, no details have been provided. The cause of the patient postoperative complications cannot be determined at this time. Regarding infection the warning section of the instructions-for-use states, ¿if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ recurrence is a known inherent risk of surgery and is listed in the instructions-for-use a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
On (B)(6) 2012 - patient underwent surgery for repair of an incisional hernia. A ventralex, was implanted to repair the hernia defect. On (B)(6) 2012 - patient underwent an additional surgery to repair the same incisional hernia, which involved removing the infected mesh. On (B)(6) 2016 - patient underwent an additional surgery for an incisional ventral hernia repair with wound debridement. The patient was injured severely and permanently. Patient has experienced significant physical, psychological and emotional pain and suffering, and has sustained permanent and debilitating injuries. Furthermore, despite having procedure, the patient continues to experience problems with hernia defect. Patient has suffered and continues to suffer from chronic debilitating pain, as well as significant psychological stress and depression. Patient has undergone and will likely require in the further other forms of care and medical treatments. The ventralex hernia patch is defective.